Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button error and keypad anomaly. Customer did not recall blood glucose at the time of incident. Moisture damaged caused button issue. Customer tried two batteries and unable to clear alarm. Customer went into the lake for 5 minutes and forgot that she had the pump on. Customer states none of the button are working. Customer was advice to monitor the insulin pump clock if it changes which it did. Troubleshooting was performed. Customer blood glucose is 400 mg/dl. Customer did not troubleshoot for high blood glucose level. Pump stop working and the reason is unknown. Customer declined to send the pump for analysis.